Event description:
Lar procedure. Ralc45 dlu was fired in blue range with no difficulty. Anastomosis was performed using cs29 dlu with the circular staple line 2cm away from the ralc staple line. Betadine was forcefully injected into the rectum to check for leaks. Air was then injected revealing a small "pin hole" in the air of the staple line. Surgeon commented on how good the staple line looked and felt normal.